Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the physician¿s office with an eroded pocket. The patient¿s implantable cardioverter defibrillator and two leads were all explanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Correction: product problem should not have been reported.